Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "left implant had leaked,¿ ¿not even," "very far apart¿ and the ¿left breast was noticeably smaller than the right breast,¿ ¿felt as if the implants were in the patient¿s armpits¿ and ¿pain.¿

Event description:
Patient representative reported ¿left implant had leaked,¿ ¿not even," "very far apart¿ and the ¿left breast was noticeably smaller than [the] right breast,¿ ¿felt as if the implants were in [the patient¿s] armpits,¿ ¿pain¿ and ¿mental anguish¿ loss of the capacity for the enjoyment of life.¿ patient representative also reported patient ¿suffered personal injuries and related damages¿ and ¿disability, disfigurement;¿ these events are not related to the device. Device was explanted. This record is for the left side.